Manufacturer narrative:
The device was inspected and tested on (B)(6) 2018. Within this inspection functional testing and visual inspection was made. No deviation was found. From further investigation by the hospital, it was determined it was the patient anatomy (osteoporosis) that most likely contributed to the event.

Event description:
We received the facility report (medwatch form FDA 3500a) with uf/importer report # (B)(4) on (B)(6) 2018 with the following information: "describe event or problem: describe the event or problem: the patient was positioned in head pins, prone. Surgical resident moved head to provide more extension - patient's head flexed and the head pins moved. The patient sustained a laceration to the left side of her head with bleeding. The patient was flipped back to supine immediately. Another surgical attending arrived in the room and assessed the patient's head suggesting the patient had a fractured skull. Case was aborted and the patient was sent to CT scan. The patient remained paralyzed the entire time, and remained intubated. Anesthesia accompanied the patient to CT scan providing anesthesia."